Event description:
It was reported that a lead integrity alert (lia) was triggered for oversensing/noise on the right ventricular (rv) lead due to short v-v intervals and non-sustained ventricular tachycardia episodes. The pace/sense portion of the lead was capped as a result. A new pace/sense lead was implanted but upon pocket closure, showed noise and diminished r-waves. Fluoroscopy confirmed that the new pace/sense lead was dislodged. After multiple attempts to reposition the lead, it was replaced with another pace/sense lead with no further issues. No patient complications have been reported as a result of this event.